Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm 3 was analyzed and found system logs showed a 307 error related to the 319 error, indicating a node stopped responding and confirming the fault occurred in the field. Visual inspection found no issues. When tested on a golden system, the 319 error was replicated. On the patient side cart fixture test platform, the fiber test failed on the rolling-loop fiber, which was confirmed through aba testing to be the source of the fault. The complaint was confirmed based on fa. The probable root cause in this case is attributed to the rolling-loop fiber.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, an operating room (or) staff reported experiencing recoverable faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified error 319 associated with the universal surgical manipulator (usm) arm 3. Before contacting support, the customer had attempted to resolve the issue by power cycling the system with no change. The tse then instructed them to perform a hard power cycle on the patient side cart (psc); however, the fault reoccurred. The surgeon expressed the necessity of using all four usm arms and refused to disable arm 3 to continue the procedure. Consequently, the isi customer service representative (csr) reported that the surgeon elected to convert to laparoscopic surgery. No known impact or patient consequence was reported.